Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako tka. Tibial cut was 1.5mm deep. The bone model in cutting screen did not illustrate that the cut was deep (i.e. No red showing).

Event description:
Mako tka tibial cut was 1.5mm deep. The bone model in cutting screen did not illustrate that the cut was deep (i.e. No red showing).

Manufacturer narrative:
Reported event: an event regarding an inaccurate tibia cut during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 108 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate tibia resection. There were other reported events for the listed catalog number (B)(4). Conclusion: the crisis logs, revealed a few tracker movement during resection; mostly on the distal cut and one on the posterior cut. These velocity traps were recorded from the bone tracker only. On the application side, the checkpoint capture logs were analyzed. All bone checkpoints passed well within their allowable range. On the other hand, the cutter checkpoint, recorded several failed attempts among the 3 required checkpoints. The first cutter checkpoint on the distal cut well within the allowable range. The second cutter check on the posterior cut, indicates that the user struggled capturing the checkpoint for almost a minute. The last required checkpoint for tibia, the user captured a few bad checkpoints but ended up passing within the allowed range. The struggle and fluctuation of the checkpoint values for the second and last cutter checkpoint may indicate a base tracker shift somewhere between the distal and posterior cuts. An analysis of the case (provided archive and logs) was completed by considering intra-op tasks in the workflow. The most likely cause of the deep cut was a base array movement. Tracker movement may result in inaccurate cuts. This tracker motion would also prevent the system from accurately depicting resection visuals to the user due to mismatch between the system¿s recorded cuts and actual cut depth. No system defect or malfunction is suspected.